Event description:
Patient was revised to address acetabular cup loosening, pain, metallosis, osteolysis, increased cocr levels, and corrosion of the trunion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the complaints databases finds no other reports of a similar nature against the reported device. A review of device history records did not identify any related manufacturing deviations or anomalies. The investigation can draw no conclusion from the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.